Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened express bolus, esc and act button dome switch. No unlocked lcd keypad connector. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, broken belt clip slot and cracked reservoir tubelip.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer also reported that the insulin pump had a constant tone and the buttons were unresponsive. The customer's blood glucose was 400 mg/dl at the time of incident. The customer stated that they treated with manual injection. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.